Event description:
The customer reported that the paddle set was not capable of delivering defibrillation.

Manufacturer narrative:
The customer reported that the paddle set was not capable of delivering defibrillation. There was no reported adverse pt impact. The customer ordered a replacement paddle set. The failed paddle set was not evaluated and will be considered scrapped.